Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead retracted as the guidewire was being retracted. The lead was not used and a epicardial lead will be implanted later. No patient complications have been reported as a result of this event.